Event description:
The user facility reported that a hose separated at the building water supply causing water to flood the room where the system 1e is located, an adjacent hallway and two rooms. User facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician arrived onsite and found that the 90 degree factory crimp fitting had separated at the user facility's water supply connection. The technician repaired the connection and confirmed the unit was operational; no further issues reported. The technician found the facility's water pressure was 95psi. The system 1e operator manual states water pressure should be a minimum of 40psi and a recommended pressure of 50-60psi. Steris advised the user facility of the pressure and they indicated that they will address their pressure.